Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of axios stent failed to deploy in the jejunum. Imdrf impact code f2301 captures the used of additional device to complete the procedure.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to jejunum to treat duodenal obstruction during gastrojejunostomy with stent placement procedure performed on (B)(6) 2024. During the procedure, the axios stent pierced the stomach wall into the wall of the jejunum. Once the physician tried to open the stent, the proximal flange would not open under fluoroscopy. The axios device was removed from the patient not deployed, and the physician sewed the fistula up and reperformed the procedure in another part of the stomach using a different device. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was implanted during gastrojejunostomy procedure. However, per the axios stent and electrocautery enhanced delivery systems instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or a walled-off necrosis with >= 70 % fluid content. The axios stent is not indicated to be placed transgastric to jejunum.